Event description:
The customer reported that the device locked up during operational check.

Manufacturer narrative:
The customer reported that the device locked up during operational check. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.